Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the anterior vitrectomy was not working. The staff exchanged the consumable pack, but this did not solve the issue. The system was switched out to complete the case. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 7, 2013. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. The customer did not return a sample for evaluation. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).